Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) in (B)(4) alleging a onetouch verio pro meter was displaying an error 4 message. The patient did not allege any harm or injury due to the alleged issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the lfs product caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the test strips were evaluated with control solution and an the primary complaint was confirmed. A secondary issue was also noted where the strips failed for control solution high. The meter have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
Follow-up #2 ((B)(4))-device evaluation: the lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis with the following findings: although the primary complaint was not reproduced, the meter involved with this complaint failed testing. The meter was also found to have leakage of the battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.